Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned. A visual, dimensional and functional inspection were performed on the returned device and the reported deflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties of deflation issue appears to be related to circumstances of the procedure. It is likely that during the multiple inflations, manipulation and/or inadvertent mishandling the inner and outer members at the mid-lap seal and proximal seal became stretched resulting in the deflation issue and the balloon to wrinkle and fold over itself. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion with mild calcification in the left anterior descending (lad) coronary artery. A 3.5 x 20 mm trek balloon catheter was advanced to the lesion without any issues. The balloon was inflated multiple times to 18 - 20 atmospheres, but at the last inflation the balloon would not deflate. The balloon and guiding catheter had to be removed together as one unit. The procedure had been completed at that time successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.